Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with five different infusion sets; the cannulas would bend on each one. The patient's blood glucose at the time of incident was 500 mg/dl. No details were provided regarding symptoms or treatments of the high blood glucose. During troubleshooting for the bent cannula issue, the customer was advised on proper infusion set insertion and usage protocol. The customer was advised to change their infusion set. The insulin pump and infusion sets were not returned for analysis.